Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed self-test and no missing segments or partial display noted however received with bleeding lcd. No unexpected audio/beep tone occurred when buttons are pushed, during rewind, or during backlight operation. No audio/beep anomaly noted during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump's screen was scratched by the act and esc buttons and a chunk seemed to have broken off the screen. The customer was unable to read the screen. The insulin pump was emitting a high pitched tone when he pressed the act button. Customer's blood glucose level was 254 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.